Event description:
It was reported that during an unknown procedure, device was hard to fire and patient bled after taking pph out. Procedure was prolonged 15 minutes.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center additional information: how was the bleeding controlled? Surgeon using sewing thread and mono-polar for controlling bleeding. How much blood lost? A littele, because of surgeon controlled haemostasis immediately. Did the patient require any blood products? No. Did the patient require administration of other fluids as a result of the bleeding? No. Was the patient on anticoagulant therapy? No. What is the patients current status? Sore on the first day of surgery, now patients is feeling better and come out of hospital. The analysis results found that the device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.